Event description:
It was reported that the customer's insulin pump had physical damage. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing motor and broken off and missing end cap. Unable to perform displacement test due to missing motor.